Event description:
It was reported during preparation of the prostate procedure, when the console was started the error message "fiber excess life" appeared on the screen. The customer cleaned the fiber and even changed the fiber, the error message reappeared when connecting the fiber was noted. Additionally it was reported that there was excessive charring on the fiber tip suggesting it was used too close to the tissue which in turn would have caused the laser to stop and display error message of "fiber life" warning. The procedure was not completed due to this issue was reported. Patient outcome: no patient injury reported.

Manufacturer narrative:
Additional information received noted: the concerned fibers were looked at and there was excessive charring observed on fiber tip suggesting fiber was used too close to the tissue which in turn could have caused the laser to stop and "fiber life" warning observed on the system. Further more the customer indicated that the system is working fine and the system was used successfully with no problems of fiber life issue and no service is requested at this time.